Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis of a non-boston scientific stent located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No external damage was noted on the balloon. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.